Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent a pocket revision procedure to remove a raytec foreign body at the pocket site. It was confirmed via x-ray. The patient was doing well postoperatively.